Event description:
The pt underwent cardiac catheterization and cardioseal device implantation under "hsc" protocol for closure of fontan fenestration. Within 24 hours of cardiac cath, pt was found to have large right-sided hemothorax. Pt was taken to the or for mediastinal exploration. No source of bleeding could be found. Specifically, the fenestration site and area of device implantation was intact. The hemothorax was evacuated and the device left in place. Hemothorax was felt to be related to the cardiac cath and device implantation the prior day.